Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked and one half of the line came disconnected from the other. This issue was identified during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.